Event description:
The customer contact reported a delivery accuracy "problem." No specific pump programming and event details were provided. There were no reports of any adverse pt events. While device was a clinical use. Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
Upon receipt of the device, testing and investigation could not be performed due to device damage. Repairing the device would affect testing results; therefore, further testing could not be performed.